Manufacturer narrative:
An icy catheter (s/n (B)(4)) was returned to zoll (B)(4) on 04/04/2016 for evaluation. Investigation results as follows: device history record was reviewed for balloon bonding lot no 57223 found no nonconformities with the lot. A visual inspection was performed, catheter was received with all the luers and distal part of the catheter cut. Based on the condition of the device it was not possible to perform further testing. It was not possible to confirm any issue/ damage with the returned device based on the condition of device. It should be noted that, per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. It should also be noted that the patient was considered in a high risk category for dvt. No additional action required due to this low frequency complaint.

Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 04/04/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
In was reported that during treatment with the thermogard ivtm icy catheter the patient was diagnosed with a possible deep vein thrombosis. A (B)(6) female patient weighing (B)(6) was hospitalized due to high fever. The patient has a history of chronic obstructive pulmonary disease (copd) and acute respiratory distress syndrome (ards). The patient was administered paracetamol and received cold infusion intravenously (IV); however, IV treatment was unsuccessful. Ivtm therapy was provided at an unspecified time afterwards; the patient's temperature at that time was 40°c. Prior to beginning the ivtm therapy, the patient's blood coagulopathy results were available (readings were not provided) and was administered an unspecified anti-coagulation medication. The zoll icy catheter was inserted into the patient's left femoral artery with no difficulty. The target temperature was set to 37°c. After a dwell time of 6 days, it was discovered that the patient's left leg was significantly larger than the right and their d-dimer was 10 times higher than a normal range. It was noted that the health care team suspected a dvt; however, could not confirm the thrombus, since the attending physicians were not trained in ultrasonic dvt examination. The type of treatment the patient received for the thrombus was not disclosed. No alarms or errors from the ivtm system were reported throughout the duration of the therapy. On an unspecified date/time, the customer removed the zoll icy catheter. The patient remains stable. No further information was provided.